Event description:
It was reported the pt had issues communicating with the ipg using the external devices. It was stated the system was not used or charged for one and a half month to determine whether the stimulation was aggravating the pt's fibromyalgia condition. No further information was available at the time of this report.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.